Event description:
On 8/8 pt had placement of stent for kidney and bladder stones. On 8/14 pt to office c/o pain due to migrating stent. On 8/23 pt readmitted to hosp for cystoscopy, balloon dilation and extraction of stent. Stent migrated from right ureter to right ureter at orifice. Stent was not replaced. The ureter appeared to be well intact with minimal mucosal disruption.